Event description:
It was reported that the lead was protruding into the stomach. The patient reportedly had a sudden onset of abdominal pain, nausea, and vomiting when changing percutaneous endoscopic gastrostomy tubes at home. Endoscopy revealed a lead protruding. It was noted that a ¿surgical connection¿ was ¿being planned¿ and that the event was continuing without therapeutic action. It was later stated that the patient was on antibiotics per jejunostomy tube and felt like she had an infection noting muscle aches. It was stated by the manufacture representative that they were going to take the patient to the operating room to take out the device system, let the patient recuperate ¿for a while,¿ and then implant leads. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: manufacturing ID - 6000032. No new information. Extensive database search due to remediation determined patient name and therefore sn.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. (B)(4).